Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced discomfort leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Physician indicated pt had very unusual complaints that pt attributed to linx device and insisted on removal despite physician counseling. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry at time of explant. Pt in satisfactory condition after explant.

Manufacturer narrative:
Data received 08/07/2015 by manufacturer. Device traceability information: lot number 5400. Serial number (B)(4).